Event description:
After balloon dilatation, when withdrawing the balloon out through the guiding catheter, there was some resistance. The shaft came out of the guiding catheter, but not the balloon. The balloon remained in the guiding catheter and was stuck to the guide wire. Reportedly, there was no pt injury.